Event description:
Procedure type: hemicolectomy. According to the reporter: after firing the instrument, the instrument didn't open and tissue was stuck in the instrument. A new instrument was used to excise the bowel around the initial instrument and remove the initial instrument from the patient. The procedure was completed with a new instrument.

Manufacturer narrative:
.